Event description:
Medtronic stimulator for bladder, stop urgency to urinate, model 3058. Motion problems, hunchback pain along bottom of spine, severe pain, insomnia, weight loss, spinal problems. Surgically put in and surgically removed at (B)(6). I have machine.